Event description:
A few days after implantation the consumer started itching. After the second implantation they broke out with hives all over their body. They saw a dermatologist who thought the plavix was responsible and their cardiologist removed it and was placed on alpace. The problem persisted and alpace was removed as well. They had four biopsies done by another dermatologist but found nothing. They then started feeling dizzy because their blood pressure dropped and they hit their face and sustained a black eye. They are still recuperating.